Manufacturer narrative:
This MDR has been identified as a duplicate complaint to a previously submitted report, 1911916-2017-00331 / patient identifier (B)(4). This complaint will be closed as a duplicate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd luerlok¿ tip syringe with needle he customer received syringes and the markings were missing there was no report of injury or medical intervention.